Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 28-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving fentanyl (2000mcg/ml at 400mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was experiencing withdrawal symptoms and increased pain. A side port aspiration was attempted and was unsuccessful. Surgical exploration at the spine segment found the catheter was not completely in the intrathecal space, and the spinal segment was replaced. There were no known environmental, external, or patient factors that may have led or contributed to the issue, and the issue was considered resolved at the time of report. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.